Event description:
Indication: nonfamilial hypogammaglobulinemia; other common variable immunodeficiencies; selective deficiency of immunoglobulin a [iga]; hereditary hypogammaglobulinemia. Pt reports syringe would not stay in pump. Pump (serial number and expiration date not provided) kept pushing it out of place multiple times to the point of expelling the entire syringe per pt. After multiple attempts at trying to gauge whether pt was referring to the empty 50 ml syringe or the original 50 ml hizentra, it remained unclear. Pt seemed a bit confused. Pt was advised to dispose of the syringe and not use it as stability could not be assessed. Pt stated she has enough medication on hand. Pharmacy replacing pump. Box sent for return of device associated with event. Availability of pump for investigation dependent on pt's return. No missed dose or interruption to therapy reported. No adverse event(s) reported due to product issue. No further info.